Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit had cracked fiber-optic port. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code,investigation conclusions),h10. Additional contact information - (B)(6). A getinge field service engineer (fse) had replaced the cbl assy, fo sensor extension and after the replacement the unit had passed all tests and calibrations to manufacturer standards and is cleared for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of a cracked and chipped fiber optic port. The fat performed a visual inspection and found the part to have a damaged fiber optic port. Please see attachment. Fat was able to verify the reported issue.retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ap.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.